Manufacturer narrative:
Findings: unit had intermittent up button response due to corroded keypad traces. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 300 mg/dl. The customer stated that she pushes the act button and the numbers would scroll non stop and escape button could not stop it. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 300 mg/dl. After the troubleshooting was advised to change entire set, reservoir and insulin and treat. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose 33 mg/dl. The customer was treated with food. The customer was advised to monitor the pump.